Event description:
Three separate events; 3 separate patients. Second event: 2009, morbidly obese pt, passive smoker. Ufe with embozenes, uneventful 16 hours post op patient noted unilateral blindness. Mr angiogram demonstrated. Occlusion of left posterior cerebral artery -can't recall, it is at work-. Minimal improvement in eyesight. Neurology consult felt it was not due to procedure, but to patient's obesity and passive smoking.